Event description:
The customer reported that due to a ventilator malfunction the pt was removed from the pb540 ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. The cse (customer support engineer) verified the malfunction. The cse found the inspiratory block dislodged from the turbine assembly. The cse reconnected the internal tubing. The unit passed performance verification testing.